Manufacturer narrative:
This is 1 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged a change sensor alert and a sensor glucose vs. Blood glucose event. The customer reported no adverse event. The event involved product(s) mmt-7841zn, mmt-7040a, and mmt-7040a. The customer reported a blood glucose value of 154 mg/dl, and the sensor glucose value was 50 mg/dl at the time of the incident. The difference between sensor glucose and blood glucose values was 104. The difference between sensor glucose and blood glucose values was not within the acceptable range limit. Troubleshooting was performed for sensor alerts, and a change sensor alert was identified. No further patient complications were reported. The customer continues to use the device. No product is expected to return for mmt-7040a and mmt-7040a. Product is expected to return for mmt-7841zn